Event description:
The customer reported that the speaker on their mx40 device doesn't work. There was no patient harm reported by the customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.